Event description:
The customer reported the sys displayed an error message on the right monitor and was unable to produce fluoroscopic x-rays. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cpu was replaced during the svc call. The sys was tested and found to be working as intended adn put back into svc.